Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was not bolusing correctly and the battery life was diminished. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. During download history review no relevant alarms confirm in download history files to confirm delivery anomaly. No relevant alarms were noted during testing. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. The baat tool recorded the following: battery cycle 72.0 received the lowbatteryalert (104) on (B)(6) 2025 08:12:00 after more than 7 days at 12.71 days. Battery cycle 71.0 received the lowbatteryalert (104) on (B)(6) 2025 13:42:00 after more than 7 days at 13.02 days. Battery cycle 70.0 received the lowbatteryalert (104) on (B)(6) 2025 08:04:00 after more than 7 days at 12.99 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No low battery alarms or unexpected battery power loss were noted during testing. Pump was received with normal operating currents. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Unit passed the accuracy displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. Unit was received with following cosmetic damages: label damage (peeling), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with delivery anomaly and battery lasts less than expected were not confirmed when no relevant alarms were noted during testing, no relevant alarms noted in download history review, and the baat tool concluded that the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.